Event description:
It was reported the programmer intermittently fails to bootup and also intermittently shuts off. The programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Programmer power supply intermittently would not turn on and has a melting plastic odor. Power cord bay latches are broken off and the ECG (electrocardiogram) connection on the link electronics module printed circuit board is broken loose. Stylus would not select. (B)(4) head cable is twisted. Top cover is broken inside and the magnet is rusted (assembly corrosion).